Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope and heart rate was between 40 and 50 beats per minute. The pulse generator exhibited backup operation.